Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported an issue with her intraocular lens (iol) implant. She stated "it rubbed my endothelial cells and I had to have a corneal transplant, my pupil is elongated, and I have no vision in my left eye. The doctor broke the lens and the capsule and then put in the iol. I had the iol removed already."

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the consumer that due to her initial surgery, she cannot see far and is constantly in pain.